Manufacturer narrative:
The hospital biomed replaced the advanced breathing system to address the fico2 alarm, and the exhalation valve to address the unable to drive bellows and peak high alarms. Patient information could not be obtained after multiple attempts were made as follows: 2/26/18 phone call, 2/28/18 phone call, 3/01/18 phone call.

Event description:
The hospital reported that, during a case, the unit alarmed for unable to drive bellows , peak high, and high fico2. There was no reported patient injury.